Event description:
Medtronic received a report that after pipeline deployment, the delivery wire could not be withdrawn from the phenom 27, so it was retrieved together with the system as is. There was catheter resistance. The catheter was flushed with heparin and saline during the operation. The pipeline was not stuck. Pusher wire or capture wire stuck during extraction. Healthcare provider (hcp) did not rotate the pusher wire when unplugging. It is stuck inside the phenom 27. The pipeline was used in indicated cases. The device and any accessories were prepared as indicated in the package insert. The catheter was wetted according to the package insert. It was said that the pipeline cannot be removed after being placed, but there were no problems such as resistance or poor deployment before that. The patient was undergoing surgery for pipeline treatment of a saccular, unruptured left internal carotid artery (ica) c2 premier aneurysm. It was noted the patient's vascular flexation was no anomalies/normal. The landing zone was 3.5 mm distally and 4 mm centrally. The access vessel was the left ica with a diameter of 4 mm. Dual antiplatelet therapy (dapt) was administered. There were no problems with the postoperative hemoflowography findings.

Manufacturer narrative:
Continuation of d10: product ID ped2-400-16 (d080679). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that it is unknown if there are any causes or contributing factors for the resistance was identified. No damage was observed to the pipeline pushwire or catheter observed.